Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the left cylinder had an aneurysm. The cylinder was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual examination revealed a hole in the proximal end of the component and also a leak, both findings consistent with sharp instrument damage. Based on the information available and analysis results, the reported clinical observation of an aneurysm in the cylinder could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, and it was noted that the left cylinder had an aneurysm. The cylinder was removed and replaced. There were no patient complications reported.